Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had premature battery depletion caused by high threshold measurements of the right ventricular (rv) lead. The device is planned to be explanted and replaced the following day and the lead remains in use. No patient complications have been reported as a result of this event.